Event description:
Pt had bilateral mastectomy and insertion of silicone implants in 1985. She had a normal post-operative period. Recently pt has developed breast pain and capsular contracture. She has elected to have the silicone implants removed. Upon entering the breast capsule for removal, it was noted that the silicone implant was totally disintegrated. The implant capsule and free silicone were removed bilaterally.